Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a current fill estimate issue. There was no adverse impact to the customer's blood glucose level. The customer completed the necessary steps to remove air from the cartridge and used room temperature insulin. Technical support guided the caller through loading a new cartridge and delivered a bolus to update the insulin estimate, which resulted in an acceptable difference in the displayed values. Cartridges were replaced by customer technical support.